Event description:
It was reported that the hie cooling of neonate. The arctic sun device was alerting 50 (patient temperature 1 erratic) (pr# (B)(4)). Nurse noted that they changed out the probe, pads and machine. New device had alerted unstable patient temperature (pt) once (pr# 9164286). Called to verify device was working and why they were getting alert on new device. Patient temperature (pt) was 33.5c via esophageal probe and axillary probe 36.1c. Targeted temperature (tt) was 33.5c. Encouraged them to plug esophageal probe into an alternate source such as a bedside monitor to see if patient temperature (pt) was registering near 33.5c. Confirmed that esophageal position was verified via xray. They did have to make an adjustment, but it was in the correct position. Discussed difference between axillary and esophageal as only one was a true core temperature. Noted that temperature cables which connect probe to device could go out over time. Thin wires within could get frayed and cause erratic readings. Suggested replacing temperature cables on both devices since probe replaced and was not the culprit. Nurse noted that historically patient temperature (pt) would changed out of nowhere. Discussed importance of accurate patient temperature (pt) was reading as it controls the water. Had verify connection sites to probe and device. Patient temperature (pt) was 34.2c, water temperature (wt) was 10 and now increasing as they continue to troubleshoot. Discussed making sure baby was "tacoed" into pads for optimal coverage and control. Encouraged to call back if alert returns or they notice any issues at all.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hie cooling of neonate. The arctic sun device was alerting 50 (patient temperature 1 erratic). Nurse noted that they changed out the probe, pads and machine. New device had alerted unstable patient temperature (pt) once. Called to verify device was working and why they were getting alert on new device. Patient temperature (pt) was 33.5c via esophageal probe and axillary probe 36.1c. Targeted temperature (tt) was 33.5c. Encouraged them to plug esophageal probe into an alternate source such as a bedside monitor to see if patient temperature (pt) was registering near 33.5c. Confirmed that esophageal position was verified via xray. They did have to make an adjustment, but it was in the correct position. Discussed difference between axillary and esophageal as only one was a true core temperature. Noted that temperature cables which connect probe to device could go out over time. Thin wires within could get frayed and cause erratic readings. Suggested replacing temperature cables on both devices since probe replaced and was not the culprit. Nurse noted that historically patient temperature (pt) would changed out of nowhere. Discussed importance of accurate patient temperature (pt) was reading as it controls the water. Had verify connection sites to probe and device. Patient temperature (pt) was 34.2c, water temperature (wt) was 10 and now increasing as they continue to troubleshoot. Discussed making sure baby was "tacoed" into pads for optimal coverage and control. Encouraged to call back if alert returns or they notice any issues at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the hie cooling of neonate. The arctic sun device was alerting 50 (patient temperature 1 erratic). Nurse noted that they changed out the probe, pads and machine. New device had alerted unstable patient temperature (pt) once. Called to verify device was working and why they were getting alert on new device. Patient temperature (pt) was 33.5c via esophageal probe and axillary probe 36.1c. Targeted temperature (tt) was 33.5c. Encouraged them to plug esophageal probe into an alternate source such as a bedside monitor to see if patient temperature (pt) was registering near 33.5c. Confirmed that esophageal position was verified via xray. They did have to make an adjustment, but it was in the correct position. Discussed difference between axillary and esophageal as only one was a true core temperature. Noted that temperature cables which connect probe to device could go out over time. Thin wires within could get frayed and cause erratic readings. Suggested replacing temperature cables on both devices since probe replaced and was not the culprit. Nurse noted that historically patient temperature (pt) would changed out of nowhere. Discussed importance of accurate patient temperature (pt) was reading as it controls the water. Had verify connection sites to probe and device. Patient temperature (pt) was 34.2c, water temperature (wt) was 10 and now increasing as they continue to troubleshoot. Discussed making sure baby was "tacoed" into pads for optimal coverage and control. Encouraged to call back if alert returns or they notice any issues at all.

Event description:
It was reported that the hie cooling of neonate. The arctic sun device was alerting 50 (patient temperature 1 erratic). Nurse noted that they changed out the probe, pads and machine. New device had alerted unstable patient temperature (pt) once. Called to verify device was working and why they were getting alert on new device. Patient temperature (pt) was 33.5c via esophageal probe and axillary probe 36.1c. Targeted temperature (tt) was 33.5c. Encouraged them to plug esophageal probe into an alternate source such as a bedside monitor to see if patient temperature (pt) was registering near 33.5c. Confirmed that esophageal position was verified via xray. They did have to make an adjustment, but it was in the correct position. Discussed difference between axillary and esophageal as only one was a true core temperature. Noted that temperature cables which connect probe to device could go out over time. Thin wires within could get frayed and cause erratic readings. Suggested replacing temperature cables on both devices since probe replaced and was not the culprit. Nurse noted that historically patient temperature (pt) would changed out of nowhere. Discussed importance of accurate patient temperature (pt) was reading as it controls the water. Had verify connection sites to probe and device. Patient temperature (pt) was 34.2c, water temperature (wt) was 10 and now increasing as they continue to troubleshoot. Discussed making sure baby was "tacoed" into pads for optimal coverage and control. Encouraged to call back if alert returns or they notice any issues at all.

Manufacturer narrative:
This record is being submitted as a correction to the manufacturer's date previously submitted." Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only - UDI format updated with available product information per gudid as requested. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.